Manufacturer narrative:
(B)(4) reviewed and attached finds the device had been dropped/suffered an impact by the customer.

Event description:
It was reported that a smiths medical ventilator had oxygen indicator issues. No patient injury was reported.